Event description:
A cartridge alarm issue was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump.